Manufacturer narrative:
Correction h6 impact code: f2301 was inadvertently left off the initial report and has now been added.

Event description:
It was reported that the subject was experiencing sleep apnea possibly related to stimulation and possibly related to the device. The subject has been placed on CPAP machine and is not experiencing a serious deterioration in health. The event has not resolved or recovered. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.